Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The generator was not booting up. Fuses f4 and f10 above the standalone board were open. Replaced standalone and x-ray relay kit according to the advanced service manual. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would not fully boot up. It was reported that the system pendant displayed a red 'x' for the generator status, and displayed the message "connected, not ready". The mobile view station (mvs) and image acquisition system (ias) were both restarted without resolution. The same error state returned. This occurred in a pre-operative step, and the procedure was rescheduled to a later date because of this issue. No impact to the patient was reported.

Manufacturer narrative:
The hardware investigation of the returned standalone xrelay board found that the reported event was related to an electrical issue. The board did not pass bench testing with both dc and ac voltage outputs fluctuating. The relay did not pass with output pins 1 and 2 found to have a low resistances internal short. The varistor measured open. The returned fuses were non-functional. The reported event was confirmed.